Event description:
A patient contact reported to fresenius technical services that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 for hyperkalemia with ketoacidosis due to an inadequate pd prescription. Due to the patient¿s advancing end-stage renal disease, it was found the patient¿s previous pd prescription became inadequate prior to this hospitalization. The patient¿s pd prescription was increased, and the patient was able to undergo ccpd on a hospital provided cycler (unknown brand and model) with the new pd prescription for the duration of the hospitalization. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient¿s hyperkalemia with ketoacidosis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient contact reported to fresenius technical services that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 for hyperkalemia with ketoacidosis due to an inadequate pd prescription. Due to the patient¿s advancing end-stage renal disease, it was found the patient¿s previous pd prescription became inadequate prior to this hospitalization. The patient¿s pd prescription was increased, and the patient was able to undergo ccpd on a hospital provided cycler (unknown brand and model) with the new pd prescription for the duration of the hospitalization. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient¿s hyperkalemia with ketoacidosis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
Correction: b2, h10 clinical investigation: based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
A patient contact reported to fresenius technical services that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 for hyperkalemia with ketoacidosis due to an inadequate pd prescription. Due to the patient¿s advancing end-stage renal disease, it was found the patient¿s previous pd prescription became inadequate prior to this hospitalization. The patient¿s pd prescription was increased, and the patient was able to undergo ccpd on a hospital provided cycler (unknown brand and model) with the new pd prescription for the duration of the hospitalization. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient¿s hyperkalemia with ketoacidosis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact reported to fresenius technical services that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 for hyperkalemia with ketoacidosis due to an inadequate pd prescription. Due to the patient¿s advancing end-stage renal disease, it was found the patient¿s previous pd prescription became inadequate prior to this hospitalization. The patient¿s pd prescription was increased, and the patient was able to undergo ccpd on a hospital provided cycler (unknown brand and model) with the new pd prescription for the duration of the hospitalization. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient¿s hyperkalemia with ketoacidosis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.